Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). B5: describe event of problem - correction. H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother stated the sensor applicator jammed and was stuck onto the patient¿s leg. A physician was contacted who assisted the mother with removing the applicator from the patient¿s leg. When the applicator was removed, the only portion remaining on the patient¿s leg was the adhesive patch and the transmitter housing. The needle and sensor wire remained in the applicator. Additionally, the sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2019. At the time of report, the patient was still feeling pain. Per medical review, this report would constitute an adverse event because a physician assisted with the applicator removal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient information is available.